Manufacturer narrative:
Concomitant medical products: w1tr03 crtp, implanted: (B)(6) 2019; 5554-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedances and thresholds. A replacement procedure was attempted but the vein was occluded and there was no space for the new atrial lead. It was also noted that the right ventricular (rv) lead exhibited high thresholds at times in the past. The ra lead and rv lead remains in use. No patient complications have been reported as a result of this event.